Event description:
It was reported that the user experienced leaking at the top of the cartridge near the connector during the fill tubing step of a supply change, which occurred when the connector and cartridge were attached outside of the pump. There were no reported adverse clinical effects and no alerts or alarms. Outcomes included no health consequences or lasting impact. Investigation included troubleshooting and user education. Investigation of this case revealed that the cartridge seal can be damaged when the connector is attached outside of the pump, leading to a leak at the cartridge-connector interface. It was concluded, based on previously established findings for similar reports, that user technique during the supply change was the cause, and proper procedure¿placing the new cartridge in the pump after rewind and then attaching the connector¿should prevent recurrence.